Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high glucose (glum) result generated by the synchron® lx20 clinical system.the results were reported out of the lab.when the afternoon qc failed, samples run since the last acceptable qc were re-tested.per laboratory, the difference in results was not clinically significant, no results were amended.treatment was not initiated or withheld in connection to this event.

Manufacturer narrative:
Qc results were acceptable prior to the event. Qc was out of range high at 4:00 pm.glum was the only analyte that failed qc.a field service engineer (fse) was dispatched: a)the fse replaced parts. B)the fse replaced the glum electrode at customer's request (as a precaution).a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.